Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6)) failed functional testing with fault code 16 (timeout moving to take-up position). The root cause of fault code 16 was the malfunctioning drivetrain motor due to a defective component, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in august 2018 and is over 5 years old. The drivetrain motor assembly must be replaced to remedy the observed fault code. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn 42626) failed functional testing with fault code 16 (timeout moving to take-up position). No patient involvement.